Event description:
It was reported that a patient experienced a sensor pairing issue when starting a new sensor with the ilet system, and the sensor remained in pairing mode until the patient rescanned it in the ilet mobile app, after which the display showed sensor warmup and proceeded as expected. Symptoms included no adverse clinical effects. Outcomes included successful reconnection and restoration of sensor function without alarms. Investigation included remote troubleshooting and user education guiding the patient to rescan the sensor within the app. Investigation of this case revealed a temporary communication or connectivity issue between the sensor and the ilet that resolved with rescanning, consistent with a user-interface pairing interruption rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity factors during initial setup.